Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Customer reported that during a shift check, autopulse platform displayed a user advisory 45 (not at "home" position after power-on/restart). No patient involved. No further information provided.